Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient who was receiving bupivacaine (20 mg/ml) at 3.66 mg/day and dilaudid (10 mg/ml) at 1.830 mg/day via an implantable pump (lot numbers and dates of therapy were not reported). Indications for use included spinal pain. Medical history and concomitant medications were not reported. On (B)(6) 2015, during programming, the drug units were entered incorrectly. Troubleshooting resolved the reported event, as the healthcare provider (hcp) corrected the programming. There were no reported patient symptoms. Additional information regarding programmer identification, what units were entered incorrectly (and what was intended), and clarification of pump updating in relation to discovery of the error was requested. If additional information is received, a follow-up report will be sent.